Manufacturer narrative:
The reported complaint of a broken piece of plastic could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. No item number or lot number was received for a device history review (DHR) lot review.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved an unspecified peripherally inserted central catheter (PICC) lumen which the reporter stated that the mother of the patient noticed a broken piece of plastic lodged in PICC from needless connector piece. The patient involved was one year old and male. The device was in use for patient care. It was unknown if there were other devices being used on the patient at the time of the event that may have caused or contributed to the event. There was patient involvement, unknown human harm and unknown delay in therapy.